Event description:
It was reported that the patient experienced a baclofen overdose with seizures and was 'hypotonic and sedated'. The patient's catheter was previously malfunctioning (reported in MFR report # 3004209178-2012-01971), so after its replacement, patient was suddenly receiving the prescribed dose, which was too much. The event resulted in in-patient or prolonged hospitalization. The health care provider reduced the dose; the event resolved without sequelae as of (B)(6) 2012. Lioresal 200mcg/ml was infused at a daily dose of 666.7 mcg.

Manufacturer narrative:
Catheter model: 8711, lot# j11291r40, implanted: 2003-(B)(6), explanted: unk; catheter model: 8598a, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).